Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow alarm event on (B)(6) 2026. Blockage was in the tubing. No further information available.